Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment (slda) and failure to adhere or bond to leaflets appear to be related to patient morphology/pathology due to the challenging mitral valve anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional mitraclip for stabalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3 and a thin posterior leaflet. The clip delivery system (cds) was advanced to the mitral valve leaflets and the clip was deployed with an mr reduction of 2. A second clip was then planned for better mr reduction. While introducing the second cds into the anatomy, it was observed that the first clip detached from the posterior leaflet, remaining attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then placed beside the first clip for stabilization of the slda clip. The mr was reduced to 1 and the patient had a good outcome. No additional information was provided.